Manufacturer narrative:
Literature citation: tadao tsujio, masahiko seki, masatoshi hoshino, hiroaki nakamura. "Comparison of balloon kyphoplasty and vertebroplasty with calcium phosphate cement for osteoporotic vertebral pseudarthrosis". Mean age of patients was (B)(6) years. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that until (B)(6) 2012 from the opening date of the hospital, vertebroplasty with cpc was conducted on 12 patients/12 vertebrae (follow-up period: 6 months and more). From (B)(6) 2012 onward, bkp was performed on 12 patients/13 vertebrae (follow-up period: 6 months and more) who have osteoporotic vertebral pseudarthrosis. As post-op complications, 7 had cement extravasation from the vertebral body (54%).